Manufacturer narrative:
This instrument has been investigated. On (B)(4) 2014 and (B)(4) 2014 an ocd field engineer (fe) arrived at the customer site and replaced the probe and wash station due to impact errors noted in log file. The fe replaced the syringe due to resistance when moving the plunger manually. The fe performed handler adjustments, reader camera adjustments, and created a new reference image. All wad diagnostics were successfully completed twice. The customer performed qc and the results were accepted. Repairs have returned this instrument to expected operation.

Event description:
The customer reports the provue gave false negative reactions for a sample that was 4+ in manual gel in the abo forward test. No erroneous results were reported. (B)(4).